Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The event of ipg replacement was reported to abbott. The patient¿s ipg was explanted and replaced due to ipg reaching eri. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.